Event description:
The customer reported they were not getting current from the ablation unit. They replaced the grounding pad twice and repositioned the probe in the acetabulum a few times. They followed the instructions for troubleshooting but still couldn't correct the problem. The procedure was cancelled.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.